Event description:
Indication: common variable immunodeficiency, unspecified. Nurse reports of a pump (serial number and expiration date) malfunction. Nurse does not know what the error code was but it kept beeping and saying error. Per nurse no dose was missed. No adverse event(s) reported due to product issue. Pharmacy to replace pump. Pump associated with event to be returned. Availability for investigation dependent upon return of pump. No further info.